Event description:
Event: (cc# 98-01231) blood was noted back to the safety disk. No alarm sounded from the system 90t pump. The iab was removed and no second iab was inserted. On 10/16/98, the following was reported to datascope: the nurse found blood all the way up to the safety disk. The iab console still functioned. There was no "low gas" or "air leak" alarm sounding from the pump. The iab was removed and another was not inserted. There was no patient injury or complication as a result of the event. The patient was hemodynamically stable and had no recurrent chest pain. The patient remained medically stable in the telemetry unit. [Event complications]: none from the event - reported 9/30/98, 10/16/98. [Patient's current status]: stable; rpt'd 10/16/98.